Manufacturer narrative:
Additional information b5: during preventive maintenance by a service technician, this bio-console 560 instrument had a flashing green light issue. A third party vendor that performs maintenance on the instrument stated that the issue could be related to the batteries no longer charging. This was detected during service so there was no patient involvement, so no adverse effect occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: the reported flashing green light issue that could be related to the batteries no longer charging was verified during service. The field engineer arrived onsite and determined that power supply failed due to failed performance test and fast blinking green led on base unit. The issue was resolved by replacing the power supply 28v. Preventive maintenance was performed per specifications. D9: instrument was serviced at the facility by medtronic field service and was not returned to medtronic service center additional info d4: updated the serial number and the UDI added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at an unspecified time, this bio-console 560 instrument had a flashing green light issue. A third party vendor that performs maintenance on the instrument informed that the issue could be related to the batteries no longer charging. The use of the instrument was unspecified. There was no adverse patient effect reported with this event.